Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse found no issues with the blood pressure. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit will not zero the blood pressure. There was no patient harm reported.